Manufacturer narrative:
B5. Additional event description was added.

Event description:
Additional information was received that reports the bleeding was resolved after the physician came to the bedside and placed additional sutures in the suture pad. Heparin was started after the bleeding was resolved. All pulses were dopplerable.

Manufacturer narrative:
Additional information has been provided in d3. Major bleed/pdi: the cause of the bleeding was use related per details that bleeding was resolved after the physician came to the bedside and placed addition sutures in the suture pad. Pain in extremity/ thromboembolism/ peripheral arterial ischemia/pdi: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received on 18may2026. Post explant of impella cp the patient had severe pain. Pre explant pulses on both lower extremities were dopplerable. Angiography of the femoral insertion site showed thrombus in the common femoral artery. Unable to locate pulses on right lower extremity. The patient was intubated and interventions using penumbra and manual aspiration of thrombus performed pulses returned. This event describes post-explant femoral artery thrombosis requiring intervention, with restoration of distal perfusion following treatment. Based on the available information, there is no evidence to suggest that the impella cp device malfunctioned or directly contributed to the event; therefore, the device is not considered to have caused or contributed to the reported complication by customer. The severe pain and ischemia can be attributed to the thrombus in the common femoral artery. A 67-year-old male with acute myocardial infarction and cardiogenic shock (pre-support scai stage b) underwent placement of an impella cp via right femoral percutaneous arterial access on (B)(6) 2026 at 15:05. Following insertion of the guidewire/repositioning unit (gwru) in the catheterization laboratory, the patient developed access site bleeding characterized as oozing around the right groin sheath. At the time of the event, activated clotting time (act) was 196 seconds, with no antithrombotic medications administered and heparin placed on hold per physician decision. There were no underlying patient conditions contributing to the bleeding and no patient movement during support. Hemostasis management included manual pressure, use of 4x4 gauze, and placement of two perclose devices with forward suturing; angle matching and best practices were confirmed, and the reposheath was appropriately positioned. Estimated blood loss was approximately 0.5 units, and no blood products were required. The device remains in use at the time of reporting, with explant and survival outcome pending; patient condition is reported as stable. The bleeding event was assessed as access site bleeding and attributed to impella use. Device performance evaluation, including return of pump and introducer, is pending, and no device malfunction has been confirmed by reporter. The reported major bleed is consistent procedural complications associated with large-bore femoral arterial access and the anticoagulation/purge requirements associated with impella support.